Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 310 cm. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. The distal end of the fiber appeared to have been clipped, therefore the condition of the exposed glass tip was undeterminable. No other problems with the device were noted. The reported event of "fiber stopped working" was confirmed as the analyzed result of fracture within the connector likely led to the fiber stopping working. The analyzed fiber connector fracture was likely due procedural conditions, handling, and usage of the fiber contributed to the fracture within the fiber connector. Review and analysis of all available information is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use laser fiber was used in a flexible ureteroscopy procedure performed on (B)(6) 2021. The laser unit used was an auriga xl laser console. During the procedure, the laser fiber stopped working after 2.5 hours of use. The procedure was completed with another lighttrail single use laser. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.